Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm and a left common iliac aneurysm approximately 20 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the left common iliac artery was 28 mm in diameter and narrow before the hypogastric vessel. Vessels were mildly tortuous and moderately calcified. It was reported the patient returned for a routine CT follow-up and a distal type I endoleak was noted. The original iliac limb was built only to the hypogastric. A talent extension limb was implanted successfully to extend into the external iliac and resolved the type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention) - results: endoleak. Disease progression with iliac limb dilatation and moderately calcified vessels. Conclusion: disease progression with iliac limb dilatation and moderately calcified vessels.